Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an end of life indcator (eol). It was reported that one month prior the monitoring voltage of this device was 2.81v with a charge time of 15 seconds. However now, it has a monitoring voltage of 2.69v with a charge time of 32.5 seconds. The device has been explanted with an allegation of premature battery depletion. It was also reported that this lead adapter was replaced due to intermittant sensing and capture.